Event description:
Reported 1 false positive sars results for one patient. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.